Manufacturer narrative:
E1: initial reporter facility name (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor was missing. This issue was discovered when opening the outer package and it was found that the cap was missing. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes). Correction: e1 email. H4: the lot was manufactured between march 15-18, 2024. H11: the device was received for evaluation in a plastic bag and not the original package. Visual inspection was performed and the fill port cap was missing. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.